Event description:
Event description boston scientific crm received information that the patient with this pacemaker was admitted to the hospital after a syncopal episode. Upon an attempt to check the device, it could not be interrogated. Pacing or a magnet rate could not be confirmed. The patient and his wife stated the device has not been checked in 5-7 years, and claimed it has not been changed out to a competitor's device. The device has been in service for 27.75 years, which exceeds the longevity at nominals of 16.5 years for this model.